Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an internal oxygen leak was observed. The device's oxygen check valve o-ring was replaced and the device was recalibrated to address the issue.